Event description:
While troubleshooting for an unrelated alarm on a homechoice (hc) device, a home patient (hp) reported air bubbles in the patient line during the initial drain phase of automated peritoneal dialysis (apd) therapy. The hp could not recall whether or not the line was properly primed before connecting, but nothing else unusual was noted during troubleshooting for the air. A technical service representative (tsr) reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.